Event description:
It was reported that during an un-specified procedure, a perforation occurred I the mid left anterior descending artery which required the use of a graftmaster stent. The 3.5 x 16 mm graftmaster stent was implanted, but the perforation was not sealed. The 3.0 x 12 mm graftmaster stent was implanted, but the perforation was not sealed. The 3.5 x 12 mm graftmaster stent was then implanted, but the perforation continued to leak. The 3.0 x 16 mm graftmaster stent was implanted, and the perforation was able to be sealed successfully; however, the patient continued to deteriorate. In spite of all resuscitation efforts, the patient died in the cath lab due to cardiac tamponade. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the corrective action tracking system for the web database revealed no non-conformances or exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Although a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. Although a conclusive cause for the reported leak cannot be determined there is no indication of a product quality deficiency. The 3.5 x 16 mm graftmaster and 3.0 x 12 mm graftmaster stents referenced are being filed under separate medwatch reports.